Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the ventilator has an obstruction of filter and screen locked. Additionally, the unit came in due to alarming "ventilator service required" while in patient use and the unit does not operate under manufacturer specs. "Screen locked "6" attempts to receive and unlock". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.